Event description:
It was reported that the patients experienced skin damage on three different occasions when underwent therapy on the arctic sun device. The user described that the patients experienced red mottled skin and had a possibility of skin peeling under arctic gel pad. The injury was observed in the axilla area on one patient and on the thigh of another patient. The unit had two devices dycyy541 and dycyy547 used along with arctic gel pads. Nurses were trying to get the data downloaded from the device to detect any issue with the devices or prolonged cold-water temperature. Per follow up received on 15dec2020, there had been three events but when obtaining additional information, biomed were able to find information related to two events. The skin damage occurred on 3 different places on the body and times, possibly different machines but unable to ascertain which machine was used at the time. A possible moisture lesion or friction damage occurred on the axilla area. The issue occurred on two different patients who undergone therapy on two arctic sun device dycyy541 and dycyy547, but it was unknown whether these devices was used on both patients or on each patient. Nurse was unable to retrieve the case data at that time. Both the units had not been returned for investigation. The product details for arctic gel pad was unknown. Patient completed the therapy. It was unknown whether the existing skin damage was mentioned before the pads were applied. The user cleaned the affected area and derma s stick was applied. There was no known issue with the arctic sun device but unable to establish whether the water was running cold for a prolonged length of time. Due to the pandemic, the biomed were unable to enter the unit and download the data. Per follow-up information received on 17dec2020- the derma stick is a non prescription barrier cream supplied in the united kingdom. Additional information regarding if appropriate pad size was used and case data for the devices was not able to be obtained due to covid restrictions at the facility.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿hydrogel promotes bacterial growth on patient¿s skin¿. It was unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patients experienced skin damage on three different occasions when underwent therapy on the arctic sun device. The user described that the patients experienced red mottled skin and had a possibility of skin peeling under arctic gel pad. The injury was observed in the axilla area on one patient and on the thigh of another patient. The unit had two devices (B)(4) used along with arctic gel pads. Nurses were trying to get the data downloaded from the device to detect any issue with the devices or prolonged cold-water temperature. Per follow up received on 15dec2020, there had been three events but when obtaining additional information, biomed were able to find information related to two events. The skin damage occurred on 3 different places on the body and times, possibly different machines but unable to ascertain which machine was used at the time. A possible moisture lesion or friction damage occurred on the axilla area. The issue occurred on two different patients who undergone therapy on two arctic sun device (B)(4) but it was unknown whether these devices was used on both patients or on each patient. Nurse was unable to retrieve the case data at that time. Both the units had not been returned for investigation. The product details for arctic gel pad was unknown. Patient completed the therapy. It was unknown whether the existing skin damage was mentioned before the pads were applied. The user cleaned the affected area and derma s stick was applied. There was no known issue with the arctic sun device but unable to establish whether the water was running cold for a prolonged length of time. Due to the pandemic, the biomed were unable to enter the unit and download the data.